Manufacturer narrative:
An event of embolization of the 5/2 and 4/2mm piccolo occluders was reported. A returned device assessment could not be performed as the 4/2 occluder was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the physician believed that the cause of the reported incident could have been as a result of unfavorable anatomy. A review of the ductal measurements as reported from the field indicated that a 4/2mm piccolo occluder was the recommended size device. Based on the information received, the cause of the reported incident could not be conclusively determined.b3: date of event . D6: date of implant.

Event description:
Subsequent to the previously filed report, additional information was received: the first device embolized immediately after release from the delivery cable. The embolized device was explanted and the 4mm by 2mm amplatzer piccolo occluder was implanted also on (B)(6) 2023. The patient became hypotensive after the second device embolized and adrenaline was administered to treat the hypotension. The surgical drainage was done emergently to prevent permanent impairment or death. The second embolized device remained implanted. The patient was extubated and was reported as stable.

Event description:
It was reported that on (B)(6) 2023, a 5mm by 2mm amplatzer piccolo occluder was successfully implanted intraductally. The patent ductus arteriosus (pda) minimal diameter was measured to be 2.9mm, the pda diameter at the aortic ampulla was measured to be 6.1mm, and the pda length was measured to be 6.1mm. On the same day, it was observed that the device embolized to the left pulmonary artery. The embolized device was snared and removed in an emergency procedure. Three days later on (B)(6) 2023, a smaller 4mm by 2mm amplatzer piccolo occluder was intraductally implanted. Immediately, this device also embolized to the right pulmonary artery. Preserved flow was reported after the device embolized. Bilateral pneumothorax occurred and bilateral surgical drainage was performed. The device was not explanted due to hemodynamic instability. The patient was reported as stable and in recovery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.